Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: lo (less than 0.6 mmol/l) and 10.9 mmol/l; 3.8 mmol/l and 22.6 mmol/l; 0.8 mmol/l, 26.2 mmol/l, 17.5 mmol/l; 31.7 mmol/l and 8.8 mmol/l; lo, 21.9 mmol/l, and 1.2 mmol/l; 6.4 mmol/l and hi (greater than 33.3 mmol/l). The comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.